Event description:
During a remote follow-up, episodes of under-sensing were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that post sensed t-wave oversensing and p-wave oversensing were noted on the device. The device was reprogrammed to resolve this event and the under-sensing. The patient was stable.